Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers k011028 / k013227.

Event description:
It was reported that when the doctor opened the implant package it was empty.

Manufacturer narrative:
No product was returned for inspection a device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were two related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The alleged event is non-verifiable, as the device was not returned for inspection. A singular cause for the event could not be determined for this complaint, as the condition of the device upon delivery could not be verified. The following sections were updated: (B)(4).